Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had needle break. The customer¿s blood glucose level was 96 mg/dl at the time of the incident. Customer states that needle was not hard to remove. The sensor will be returned for the analysis.

Manufacturer narrative:
Inspected one random opened/used partial sensor and performed continuity resistance test sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump. Connected the sensor to the transmitter and placed it in buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor, the sensor functioned properly. Unable to confirm needle anomaly due to customer did not return insertion needles. No bent cannula was observed during analysis.